Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements of 200 ohms. Technical services (ts) analyzed impedance measurements and noted that the trend of these measurements was low but stable. Further monitoring was recommended. No adverse patient effects were reported. Currently, this lead remains in service.